Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient with an implanted pacemaker had a holter monitor showing the patient's heart rate around 35 beats/minute. It was further reported that the pacemaker was subsequently checked and was told it checked out fine. No further patient complications were reported due to this event. The system remains in use.